Manufacturer narrative:
(B)(4).

Event description:
Additional information provided by the cataract refractive coordinator that the patient continues to have unresolved residual astigmatism, and has developed posterior capsule opacification. The event is unresolved.

Manufacturer narrative:
Evaluation summary: the product was not returned. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A cataract refractive coordinator reported that following an intraocular lens (iol) implant procedure, a patient had an unexpected outcome. Additional information was requested.